Manufacturer narrative:
The investigation determined that discordant non-reactive vitros anti- sars-cov-2 total (cov2tot ) results were obtained from a single patient sample processed using vitros immunodiagnostic products cov2tot reagent lot 0015 on two different vitros 5600 integrated systems. A definitive assignable cause for the discordant non-reactive vitros cov2tot results could not be determined. Based on historical quality control results, a vitros cov2tot reagent performance issue is not a likely contributor to the event as all vitros qc fluid results were within the correct instructions for use interpretation region for the assay. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0015. Additionally, there is also no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol. Therefore, pre-analytical sample processing cannot be ruled out as a contributing factor of the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer reported discordant non-reactive vitros anti- sars-cov-2 total (cov2tot) results obtained from a single patient sample processed using vitros immunodiagnostic products cov2tot reagent on two different vitros 5600 integrated systems. Patient sample 1 result of 0.34 s/c (non-reactive) versus the expected result of reactive on analyzer 1 patient sample 1 result of 0.43 s/c (non-reactive) versus the expected result of reactive on analyzer 2 biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros cov2tot results were reported from the laboratory. The results were reported as inconclusive. There was no allegation of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).